Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15332. It was reported that heart block and untracked p waves was observed via remote transmission. It was determined that there was intermittent loss of capture. Upon further discussion, the physician believed that there could not have been intermittent loss of capture because there were no visible pacing spikes noted in the episode. The issue was more likely to have been a result of intermittent suspension of pacing. The right ventricular lead was also noted to have a varying capture threshold and low pacing impedance. Reviewing patient x-rays, some of the slack on the right ventricular lead was lost causing the change in threshold and impedance, but the lead was not dislodged. The physician elected not to make any programming changes to the device and would continue to monitor the patient to discover why the device was not tracking intrinsic p waves. The patient was stable before, during and after the event.